Manufacturer narrative:
The hill-rom technician found the CPR switch was defective. It is necessary for the p500 to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. The technician replaced the CPR switch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the CPR would not work. The bed was located at the hill-rom service center. There was no pt/user injury reported. (B)(4).